Event description:
It was reported "PICC line would not flush prior to insertion. Rn pulled stylet out and the stylet was bent almost at 90 degrees." No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refu2457 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (refu2457) have been reported from the same facility.

Event description:
It was reported "PICC line would not flush prior to insertion. Rn pulled stylet out and the stylet was bent almost at 90 degrees." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked stylet was confirmed; however, the root cause was not identified. The product returned for evaluation was two photographs which depicted a 3cg/tls stylet. Both photographs depicted the distal portion, including the plastic tubing. The stylet appeared intact; however, a sharp kink was observed near the transition. While stylet damage was evident in the submitted photograph, the root cause was not determined. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include stylet manipulation and inserting the stylet past the tip of the catheter during attempted placement. H3 other text : evaluation findings are in section h.11.